Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, when the generator was powered on, only a white screen appeared and the procedure was cancelled. No power extensions were used with the generator and despite using different outlets, the issue remained. The procedure was cancelled and there were no adverse consequences to the patient.